Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt had experienced a recent increase in seizure activity. Review of x-rays by device MFR did not reveal any gross fractures in the lead wire, but did reveal that the lead connector pin may not have been fully inserted. The pt underwent revision surgery, during which the original lead was replaced. It was reported that repeat device diagnostic testing, prior to opening the pt, again resulted in high lead impedance reading (dc-dc code 7 and limit). Surgeron examined the generator/lead connection and indicated that he could see the lead pin beyond the connector block in the generator, indicating a good generator/lead connection. Repeat device diagnostic testing again resulted in high lead impedance reading (dc-dc code 7 and limit). The original generator was disconnected from the original lead, at which time the generator was tested separately. Testing of the generator alone was within normal limits, indicating a probable malfunction of the original lead. The original lead was explanted (excluding electrodes) and a replacement lead was implanted, placing the electrodes immediately above the clipped electrodes from the original lead. Device diagnostic testing of the orginal generator connected to the replacement lead was within normal limits, indicating proper device function. Review of manufacturing records for both the pulse generator and the biopolar lead revealed no anomalies that would adversely effect device performance.